Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the photos, the catheter was observed to be broken into 2 pieces. However, unable to confirm reported event based on photo. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol."

Event description:
It was reported that nurse inserted catheter into the patient and it broke off. Also stated that the patient had to undergo surgery to remove the catheter. Also stated, two foley catheters were contaminated with urine and blood. Per follow up with ibc via mail on (B)(6) 2020, 2-way foley catheter of size 16 was inserted in emergency department to the patient who had underlying cognitive impairment. Patient was nursed on hand mittens, bilateral hand retainers and body vest. Agitation was observed when approached for swab and intra-venous cannulation. On encounter of indwelling catheter being disconnected from the urine bag, the nurse found a broken catheter in the diaper. At the time of incident discovery, patient was neither agitated nor restless. Upon assessment, noted the missing tip and measured the length, it was 33cm. When medical team assessed the patient, patient was found talking to himself and unable to ask patient if the catheter was pulled. No bleeding was seen. Subsequently, a flexible cyctoscopy was performed for tip removal.